Event description:
Reporter indicated the physician's hand-held is consistently reads that it needs to be charged even though they charge it over night. Troubleshooting did not resolve the issue. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.